Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported system error 224, which was not reproduced due to a "door not fully latched" alarm. System error 224 was confirmed through a review of the event history log, however no failed component could be identified as a cause for failure.

Event description:
It was reported that a spectrum pump displayed system error 244, which was clarified during baxter's evaluation as system error 224. Any patient involvement, injury or medical intervention is unknown.